Manufacturer narrative:
Date was inadvertently placed in b2 and it should have been left blank as the event did not cause any consequence or impact to the patient.

Event description:
It was reported that the tubing separated between the upper fitment and pump segment while an unspecified fluid was infusing through pump. There was no consequence or impact to the patient and the leak did not cause harm to the healthcare professional.

Event description:
It was reported that the tubing separated between the upper fitment and pump segment while an unspecified fluid was infusing through pump. There was no consequence or impact to the patient and the leak did not cause harm to the healthcare professional.

Manufacturer narrative:
The customer¿s report that the tubing separated between the upper fitment and pump segment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection, tubing was torn at the engagement of the silicone tubing to upper fitment. The surface of the damaged tubing site was jagged and uneven at the separation. No other damages, tool marks, or anomalies were observed during initial inspection. The torn tubing was due to external force applied at the silicone tubing that was stretched beyond what the tubing can handle. Functional testing was not necessary as it is obvious that a leak would occur from this separation. The root cause of the torn tubing was due to external force applied at the silicone tubing that was stretched beyond specification.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the tubing separated between the upper fitment and pump segment while an unspecified fluid was infusing through pump. There was no consequence or impact to the patient and the leak did not cause harm to the healthcare professional.